Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarean section, the suture was found to have extra needle in the package during the inventory. One needle had absorbable suture, while the other needle had none. There was no patient injury.